Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low voltage alarms were observed. Green oxidized material was observd towards end of black and white power cords. System controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms and green oxidized material towards the end of the white and black power cords was confirmed via log file analysis and visual inspection. The system controller (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 5 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 21:17 the low battery advisory alarm activated due to the batteries falling below the low voltage threshold. Prior to the alarm activating the batteries had been in use for more than 15 hours. The alarms cleared when the controller was switched to a new set of batteries. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller underwent preliminary and functional testing and was able to support a pump for extended operation. The observed damage and fluid ingress did not affect the controller¿s ability to support the system throughout testing. Following functional testing, the outer jacket was removed form both cables which revealed the presence of fluid in both cables. The fluid ingress was isolated to the cables and was not found internal to the controller housing. The green substance is the result of fluid ingress in the cables, it becomes a green color due to the resulting oxidation with the cadmium/copper shield. Incidental findings: damaged strain reliefs, conductor breakdown. Heartmate ii patient handbook (rev. C) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must always be kept dry and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. B) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 2 system controller (serial# (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.